Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation purge valve opened test step during testing. The device's active exhalation control module (aecm) was replaced to address the issue. Additionally, unrelated to the aecm issue, during the evaluation of the device at the manufacturer's service center, the device was found to have missing/displaced rubber feet, the handle was found to be cracked and the front enclosure was found to be cracked. All parts have been replaced.